Event description:
It was reported that leakage occurred before use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "the patient was admitted to our department for malignant breast cancer. On november 12, according to the doctor's advice, the patient was given disposable intravenous indwelling needle. Fluid leakage was found at the needle place, so the patient stopped using and reported to the equipment department."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9077763. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. One retained sample passed a leakage test. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred before use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "the patient was admitted to our department for malignant breast cancer. On november 12, according to the doctor's advice, the patient was given disposable intravenous indwelling needle. Fluid leakage was found at the needle place, so the patient stopped using and reported to the equipment department."